Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device was received with cracked cast at the display window corner, cracked reservoir tube lip, scratched display window, broken battery tube threads and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that that insulin pump case is broken. Blood glucose reading at the time was 392 mg/dl. The case broke when the customer was removing the clip. Advised the reporter to return the insulin pump for analysis. Nothing further reported.